Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the distal end of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged, with the tip seal was pushed and stuck at the tip of the lead, and that prevented the guidewire to pass through the lead distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the physician noted that it was very difficult to pass a wire through the distal tip of the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.